Event description:
It was reported that the ipg was migrating out of the patients body. The patient underwent an explant procedure. All explanted device components were discarded by the facility

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336700, model: sc-8336-70, serial: (B)(6), batch: (B)(6).